Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen does not work all the time. The unit was being used on a patient at the time the reported issue occurred. There was no patient harm.